Manufacturer narrative:
Patient's information requested, and all available information is included.

Event description:
Customer reported fentanyl drip programmed with a rate of 5ml and spontaneously increased to a rate of 25ml. The reported complaint of a spontaneous rate change could not be verified. Review of the device event log for the time period of the complaint showed that the device was initially programmed with a rate of 25ml/hr in the late evening. In the morning of the next day, the device's rate was changed to 5ml/hr. The rate was changed to 43ml/hr approximately 3.5 hours later with the device completing the programmed infusion at this rate. No spontaneous rate changes were detected. The device infused appropriately at the rates entered. Device inspection determined no issues or anomalies and testing of the device determined the device is operating within specifications. The root cause for the reported complaint is unknown.